Event description:
The pt was seen by a company rep for open electrodes. Testing showed that the device is functioning, but due to the presence of open electrodes, surgery to explant the pt's device will be scheduled.